Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# hg0mbrv08, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID 8709sc, lot# n2 08061023, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 5mg/ml dilaudid at 0.7mg/day, 13.6mg/ml bupivacaine at 1.9mg/day, and 114mcg/ml clonidine at 16mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's catheter was replaced after an attempt to aspirate from the catheter was unsuccessful. The healthcare provider reported, a catheter aspiration was tried via the catheter access port without any drainage noted. There was no signs or symptoms and no contributing factors were known. It was noted the issue was resolved at the time of the report. The healthcare provider reported that they explanted the existing 8709 and 8578 catheters and replaced it with a new 8780 ascenda catheter on (B)(6) 2017. The patient's status was noted as "alive-no injury," at the time of the report. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.